Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 15-sep-2022. H6: investigation summary a used mat#30873 set was received and tested by our quality team. The leakage described at y site was immediately noticed after infusion with saline was began. A slight pull was applied to the junction and the tubing immediately came undone. A high powered digital microscope was then employed to determine possible root cause which was a lack of solvent applied during the production of this set. A device history record review for model 30873 lot number 21045496 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported while using bd pca set y conn check vlv 90 inch leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: reported issue: 14 y/o female patient w/leaking y-site of piv.

Manufacturer narrative:
Patient¿s birthday was not provided, (B)(6) 2008 was used based on age of patient. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd pca set y conn check vlv 90 inch leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: reported issue: 14 y/o female patient w/leaking y-site of piv.